Manufacturer narrative:
Additional narratives the device was explanted > 0 days for unknown reasons. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. The device was not returned for evaluation, as it was never received per hospital pathology. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was learned from implant patient registry that a 23mm aortic valve was explanted and replaced with a 21mm aortic valve after an implant duration of 1 year, 8 months due to unknown reasons. The patient was in recovery. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was learned from implant patient registry that a 11500a 23mm aortic valve was explanted and replaced with a 11500a 21mm aortic valve after an implant duration of 1 year, 8 months due to endocarditis and regurgitation. The patient outcome was stable.